Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the solenoid valve to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the dxc 700 au chemistry analyzer generated false low sodium, potassium, calcium and glucose results on two (2) patient samples. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.